Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2016: coronary angiography: less than 50% stenosis-first diagonal artery, occlusion in the anastomosis of the left internal mammary artery to mid left anterior descending artery, chronic total occlusion-proximal circumflex artery, proximal-mid rca: patent, distal rca: less than 50% stenosis. On (B)(6) 2017: stress test: no findings. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2016, the patient, underwent a coronary procedure, with implantation of three absorb bioresorbable vascular scaffolds (bvs) in the proximal to distal right coronary artery (rca). The patient was discharged to home with dual antiplatelet therapy of aspirin and brilinta. On (B)(6) 2016, during the one month follow-up, mild dyspnea was reported. On (B)(6) 2016, the patient presented for 6 month follow up and reported mild angina. On (B)(6) 2016, the patient presented with angina and dyspnea. On (B)(6) 2016, the patient was re-hospitalized and on (B)(6) 2016, coronary angiography found the proximal and mid rca to be patent; however, non-flow limiting restenosis of less than 50% was noted in the distal rca. No intervention was performed and the patient was discharged to home with recommendation to continue medical treatment. Patient continues to experience occasional stable angina. No additional information was provided.